Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The lemo connector was reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system screen went black and would not reboot. The fse noted the system lost images. There is no report of injury or death associated with the event described in this complaint.